Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens into the sulcus and the lens was observed to have tilted in the eye. The surgeon felt the lens did not have adequate sulcus support and removed the lens in one piece with no patient injury. The lens was removed during the same surgery and an anterior chamber lens was implanted.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).